Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left bundle branch (lbb) lead exhibited low out-of-range pace impedance measurements less than 200 ohms, and it was suspected that there was a lead insulation anomaly. This lbb lead also exhibited left ventricular (lv) non-capture and an increase in threshold measurements to 3 v @ 1 ms. It was noted that the lv impedance measurement was 900 ohms at implant. Additional information received reported that lbb impedance measurements had returned back to the 700 ohms range. This lbb lead remains in service, and the patient was scheduled for an in-office visit for further evaluation. If impedances remained within range, the plan was to continue monitoring this lead. No adverse patient effects were reported.